Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. Insulin pump passed test and no unexpected error alarm noted. No high pitch sound noted during testing and back light functioned properly. Insulin pump had minor scratches on lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that insulin pump has a blank display. Customer's blood glucose reading was 200 mg/dl. No significant events leading to the alarm were observed. Nothing further reported.